Event description:
It was reported patient underwent total hip arthroplasty due to a bad fracture. Subsequently, the surgeon made ten attempts to engage the liner using a biomet hip instrument . He opened a new size 23 plus 5 freedom liner and it engaged immediately. Due to the ten attempts, there was a delay in the procedure greater than 30 minutes.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly. Examination of returned device found no evidence of product non-conformances. Examination of returned device was inconclusive. The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.